Manufacturer narrative:
The implanted device remains.

Event description:
It was reported the patient was prescribed antibiotics twice (dates not reported) due to infection at the abutment site. The implanted device remains.